Manufacturer narrative:
According to clinical, the pump was implanted on and after 59 days there was a pump stop. The patient was do not resuscitate with irreversible heart failure and expired a few hours following the pump stop. The product and data logs were not returned for analysis. The pump stop occurred after the 28th day impella 5.0 design life per design trace matrix. In conclusion, the cause of the pump stop was not determined as the product was not returned. The cause of the unrelated death was patient condition related.

Event description:
The user facility reported a patient was implanted with an impella 5.0 device for mechanical circulatory support and was supported for approximately two months. The patient was made a do not attempt resuscitation because no further recovery of cardiac function was expected. However, the pumped stopped before withdrawal of treatment and the patient expired with three hours of the pump stopping. Additional information noted the physician provided the cause of death heart failure and further commented, the patient had irreversible heart failure and circulation was pump dependent. As a result, it became difficult to maintain the hemodynamics of the patient due to the pump stop, and as a result, the patient died.